Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, inappropriate high voltage output therapy issue for supraventricular tachycardia was observed due to inappropriate programming issue. Programming changes were made. Patient was stable.